Event description:
It was reported to philips that the system was unable acquire images. The device was inside of clinical use at the time of the event. No harm was reported to philips. Philips has started an investigation of this complaint.

Manufacturer narrative:
Philips has investigated this complaint. According to the additional information collected, the issue occurred during undergoing diagnosis. The procedure was completed by using another room. It was reported to philips that the system unable to acquire images. Upon troubleshooting, philips field service engineer (fse) checked the system onsite and found that hard drives were not recognized in the x-ray pc. To resolve the issue, the fse disconnect and reconnect the disks on x-ray pc and restarted the system. After repairs the device returned to good working order. The codes were updated based on the investigation outcome.